Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A review of all batch record documents was performed with no issues noted during the manufacturing process. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, a lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated he disconnected during the drain without stopping and then reconnected. The technical service representative (tsr) had the hp cycle the power. The hp would restart with new supplies and notify the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that he did not talk to his rn about it yet. It was recommended that since air was detected to follow up with the rn. The hp stated that this does not happen often. There was nothing unusual with the supplies. There were no injuries indicated at the time of the contact.